Event description:
It was reported that during a procedure in a chronic total occlusion in the mildly tortuous right coronary artery, a non-abbott balloon dilatation catheter was advanced, but would not cross the mildly calcified, concentric, 100% stenosed lesion in the mid to distal location of the right coronary artery. The non-abbott catheter was removed without resistance, and a 1.20x6 mini trek rx balloon dilatation catheter was advanced toward the lesion, but resistance was felt during advancement, and the trek was also unable to cross the lesion. The trek was withdrawn from the anatomy and, upon inspection, the distal soft tip was found to be flared and slightly torn. A non-abbott dilatation balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to advance/cross a lesion can be affected by numerous factors including but not limited to patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. To ensure this type of event is not the result of a product quality deficiency, the profile dimensions on all coronary dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, factors that can contribute to tip damage include but are not limited to damage during manufacturing, removal from packaging at the account, handling during preparation, handling during use, interaction with the lesion, and/or during insertion of the guide wire. To help ensure this is not the result of a product quality deficiency, all coronary dilatation catheters are subject to a 100% visual inspection for tip damage, including at the point where the protective sheath is placed over the balloon prior to packaging. Additionally, a sampling of units is destructively tested to verify tip tensile integrity. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damages noted to the coronary dilatation catheter during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. It is most likely that the failure to advance/cross the lesion and tip damage occurred as a result of interactions with the patients mildly calcified, 100% stenosed lesion. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.